Manufacturer narrative:
Additional medwatch information provided. The customer¿s report of an overinfusion of heparin was not confirmed or replicated. Physical inspection of the device noted no anomalies were noted that could have contributed to the reported issue. Analysis of the pcu event log contained no obvious programming errors that would result in the reported event. Functional testing performed found the device delivering fluid within specification. There were no leaks observed from the set. The disposable set was evaluated for concentricity and was found to be within specification. The root cause was not identified.

Event description:
Customer advocacy received a copy of the customer's maude report from the FDA which states, "over infusion of heparin suspect freeflow FDA safety report ID# (B)(4)."

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Race: non-hispanic. Race: white.

Event description:
It was reported that the rn noted the heparin was infusing faster than expected. There was no detectable patient harm. During an onsite visit, there were no irregularities observed during the visual inspection. The review of the log shows heparin was programmed remotely. The initial heparin order was sent on (B)(6) 2019 at 1419. There were 3 more remote orders received. It could not be confirmed if the bag was changed after receiving the remote orders. The last remove order was received on (B)(6) 2019 at 1000. The device infused for approximately an hour and then was channeled off. Asm rate accuracy testing was within specification (-1.667%).